Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and four months post filter deployment, CT revealed superior extend of filter was at superior l3 vertebral body and inferior extend at superior l4 vertebral body. A total of six prongs have perforated through the ivc with maximum distance of 4.95mm. Coronal images show 4.86-degree tilt of filter right to left and sagittal images show 0.58-degree tilt posterior to anterior. Eventually seven months later, patient presented with abdominal pain. Subsequent CT revealed no specific evidence of hepatic laceration. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is unconfirmed for the filter tilt as the medical record states, ¿coronal images show 4.86-degree tilt of filter right to left and sagittal images show 0.58-degree tilt posterior to anterior¿.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and six struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.